Event description:
It is reported that a customer issues with the batteries on their insulin pump not working. The patient's blood glucose level was at 350 mg/dl. The customer was educated on what batteries that is compatible with the insulin pump. The customer stated that they have been using the wrong batteries. The customer will switch the batteries and monitor the insulin pump for any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.